Event description:
The complainant reported an under-delivery of feeding for a male patient, but age unreported) with no history of "diabetes", no other medical history reported. The patient was receiving feedings via a companion clearstar pump, sligo list #m771. It was reported that 1500 ml of feeding was hung with a dose of 1400 ml set at 8 p.m. The feeding was intended to be given at 100 ml per hour over 14 hours. When the pump alarmed "doze" at 10 a.m. The next morning, 700 ml remained in the feeding container, which calculates to be a 43% under-delivery. There was no report of serious injury or illness or medical intervention associated with the event. However, 43% under-delivery of feeding is considered to be medically significant.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the foreign source.